Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or nonconformities associated with the reported event. The ipg interrogation data shows high impedances on the active contacts, with no other abnormal findings noted. Nevro is awaiting the return of the device. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced sensations of heat. A medical assessment regarding the cause of these symptoms was not available. The device was replaced during a revision procedure. No further complications have been reported related to this event.

Event description:
Additional information from the device evaluation confirmed that the patient lead had fractured.

Manufacturer narrative:
Updated sections: b5, d9, d10, g3, h1, h2, h3, h6- component code, device code, type of investigation, investigation findings, investigation conclusions. The lead was returned and analyzed. Visual inspection of the returned lead found severe damage to the lead bodies as they were completely twisted and tangled. Additionally, the proximal ends were completely fractured from the rest of the lead. Review of the device's diagnostic data also showed high or open impedances for nearly all contacts. No investigation beyond visual inspection could be conducted due to the damage since the electrical integrity of the paddle lead was completely compromised and nonfunctional. The damage was likely caused by the device flipping in the pocket or twiddling, but there were no reports of these scenarios so this could not be conclusively determined. Additionally, the reported heat issue for the device could not be reproduced, and the device did not display any abnormal behavior or malfunction during investigation. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.